Event description:
It was reported that the pt underwent a pelvic floor repair in 2004. Post operatively, the pt complained of pain. The physician noted extrusion of the mesh at the vaginal cul-de-sac. A one square centimeter of mesh was visible through hystereoscopy scar in the vaginal cul-de-sac. The physician attempted to withdraw a small piece of the mesh and to trim the edges of the wound, but this was too painful for the pt. A re-operation was performed with general anesthesia to trim the edges of the wound.